Event description:
It was reported that during implant, it was noted that the lead was bent. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.